Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent was damaged during the procedure. It was indicated the surgeon normally flushed the stent and then delivered it. After the stent was in place, it was planned to open the straight segment of the middle cerebral artery and pulled it back to c7. The catheter was withdrawn to expose 7-10mm of the tip of the stent and waited for 30 seconds, the stent opened. Then the stent was slowly withdrawn and found that the stent had fallen off a little, so the surgeon retrieved the stent into the microcatheter. The planned in-situ deploy was not pulled back, and there were more rivets at the tip. Like with previous operations, they opened the stent 7-10mm, waited, and found that the tip of the stent was not open, gently retracted the small wings on the top, and withdrew the microcatheter. It was found that the tip of the stent was in the shape of a fish mouth and never opened. Attempted the retrieve again found the stent stuck in the tube. Considering the safety of the operation, the stent and the catheter were withdrawn to the outside of the body, and it was seen with the naked eye that the burr at the tip of the stent was serious. The stent and tube were replaced with new ones, and the operation ended successfully. There was no resistance encountered during the procedure. There were no patient symptoms or complications associated with the event. The patient was undergoing aneurysm treatment. The patient's vessel tortuosity was moderate. Ancillary devices include: a puncture sheath, a8+6f guiding catheter, a echelon14 and a phenom27 microcatheters, a syncro14 guidewire, and qc25-50-3d, qc22-40-3d, and a qc20-40-3d coils.

Event description:
Additional information was received indicating the distal end of the pipeline did not open, and after processing, it was not fully opened. A fish mouth shape occurred with the pipeline. The pipeline had not been placed in a vessel bend when it failed to open, the pipeline was placed at the level of the m1 middle cerebral artery. The microcatheter was withdrawn and the stent was recovered. The tip of the catheter was slightly lifted to the small wing, and then continued to deploy 8-15mm, and it was opened after a sufficient wait but the opening was not sufficient.

Manufacturer narrative:
A4: patient weight updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box and within a resealable plastic biohazard pouch. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. The phenom-27 catheter was returned in two segments but retained by the pipeline pushwire. The pipeline flex was returned within phenom-27 catheter and found to be extending ~42.4cm from distal segment distal tip. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be in good condition. The tip coil was found to be damaged. Due to the condition in which the braid was returned the proximal and distal ends of braid were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were found with the device. Testing/analysis (including sem reports): the phenom-27 catheter was unable to be used for resistance testing due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be opened. It is likely the failure to open is the result of re-sheathing the device more than the recommended two times. Based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. However, the root cause could not be determined. Possible causes for ¿pipeline damaged during delivery/retrieval¿ include re-sheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance and deploying/re-sheathing braid against resistance. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed; however, the root cause could not be determined. Possible causes for ¿catheter resistance¿ are continuous flush rate too low, catheter or delivery system damage or insufficient delivery system hydration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.